Manufacturer narrative:
The returned device was functionally tested upon receipt and the device failed inflation testing. The visual examination of the returned device revealed a puncture in the device's bladder. The most likely cause for this type of damage is contact with a sharp object.

Event description:
Tourniquet cuff failed to maintain pressure, resulting in loss of compression. No injury to the pt or adverse event was reported.